Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 32 mmol/l at the time of incident. Customer reported that they got insulin flow blocked alarm. Customer manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated the insulin did exit. Customer stated the insulin pump did not alarm insulin flow blocked alarm. Customer reported that the insulin pump was working as designed. The insulin pump will not be returned for analysis.